Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: to help understand the event more clearly, could you please provide a more detailed timeline of events? The anvil was inserted the colon, but the device was not fired soon after inserting. The doctor said that the device is fired usually soon after inserting the anvil, but in this event, it wasn¿t fired. About one hour after inserting the anvil, the anvil was displaced into the intestinal tract, and intestinal contents leaked. Is there an alleged deficiency with regards to the circular stapler? The doctor understood the characteristic features of the anvil and it took longer after inserting the anvil than usual. The doctor said the purse-string suture was performed as usual. After the anvil was displaced into the intestinal tract and intestinal contents leaked, the doctor washed the abdominal cavity and the additional suture was performed to the purse-string sutured. The device was used to anastomose. There was no leak at the anastomosis site. The drain was placed and the initial procedure finished. After the initial procedure, the patient had a fever, and the intra-abdominal tumor and wound infection were found by CT scan. The intra-abdominal tumor was treated with a course of antibiotics. The wound infection was treated with negative pressure wound therapy. The patient was recovered and discharged from the hospital on postoperative day 15. The doctor said the smooth shaft of this anvil caused this event of moving the anvil. The doctor also said in this procedure the device was not fired as soon as inserting the anvil in the intestinal tract, though the devices is usually fired as soon as inserting the anvil in the intestinal tract. There was no problem with the anastomosis with the device.

Event description:
It was reported that during a semi-open sigmoidectomy, intestinal tract contents leaked and as the result, a reoperation had to be performed for intra-abdominal tumor and wound infection. The anvil was inserted to oral side colon and purse-string sutured and then left inside the patient about one hour while splenectomy was performed. The anvil was displaced into intestinal tract due to peristaltic motion and intestinal contents leaked in the abdominal cavity.